Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited an inappropriate longevity measurement. Upon reinterrogation, the device provided an accurate longevity measurement. The device remained implanted.